Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. A large amount of rust was detected inside the unit and the rear connection; this affected the image process. Rust was also detected on the internal chassis and required a change. Additionally, a functional check and electrical safety test were performed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the visera pro video system center. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿no image is displayed on the monitor¿ was reproduced and it was determined that it occurred due to corrosion on the terminal of the video connector socket and heavy dust inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.